Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately 7 months post xience v stent implantation in a totally occluded de novo lesion in the proximal right coronary artery (prca), the patient experienced angina and was found to have 90% in-stent restenosis of the ostium of the rca. A xience v 3.0x15mm stent was deployed to treat the in-stent restenosis. The event resolved and on (B)(6) 2010, the patient was discharged. There was no additional information provided.